Event description:
The report received from our affiliate indicated that during a pta procedure below the knee, the balloon burst at an unknown pressure. Three additional savvy balloons were used, but they all burst as well. It was then decided to abandon the case. The lesion was described as mildly calcified, and was 5cm in length by 4mm in diameter. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This is one of two products used during the same procedure. Please reference MFR. Report #s 9610978-2006-00295 and 00296.